Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level. Multiple attempts were made to obtain additional information; however, the customer did not respond.

Event description:
It was reported that when attempting to deliver a bolus, the customer received a message stating that the pump suspended delivery of insulin. Reportedly, the customer was unable to deliver insulin after attempting multiple times. However, after removing the infusion site, the customer observed insulin exiting from the end of the infusion set as expected. Reportedly, the customer's blood glucose (bg) level began to decrease which was addressed by consuming juice. The customer awoke in the middle of the night with low blood glucose (bg) levels. Multiple attempts were made by tandem technical support; however, the customer did not respond.